Manufacturer narrative:
The m540 was replaced to resolve the issue. The involved m54 was returned to draeger for evaluation and the reported issue could not be reproduced, no malfunctions were identified. M540 logs were provided but did not cover the date of the event. Screenshots were provided of the spo2 alarm settings. A video was provided confirming the reported issue. However, the device settings and video provided did not cover the nibp/spo2 interlock mode setting (when this feature is activated, all spo2 alarms are deactivated during an active non-invasive blood pressure measurement). Additional information was requested, including the nibp/spo2 interlock mode setting and nibp/spo2 trend data, but this information was not provided. Therefore, root cause cannot be identified.

Event description:
It was reported that the infinity acute care system (m540) patient monitor did not alarm for low spo2. There was no report of adverse patient impact.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
It was reported that the infinity acute care system (m540) patient monitor did not alarm for low spo2. There was no report of adverse patient impact.